Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ra lead was fractured. High impedance, noise, no capture and oversensing were also noted on this lead. This rv lead was explanted and replaced. No patient complications have been reported as a result of this event.